Manufacturer narrative:
The provided code 2954, a1405 ¿ improper flow or infusion ¿ is no longer applicable to the event; therefore, the product problem code has been removed. Therefore, the event outcome 'reportable malfunction' is no longer applicable. The company representative was able to confirm the system message occurrence (via event log review). However, the issue was unable to be replicated while on-site. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specification. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during pars plana vitrectomy surgery, the ophthalmic system stopped and displayed an infusion failure. The patient experienced a sudden drop in pressure inside the eye, which caused the eye to collapse. A hemorrhagic detachment of the choroid and bleeding into the vitreous cavity had occurred, and the patient experienced an increase in ocular pressure, which was initially controlled to acceptable levels through medical treatment. A second intervention was performed. The patient was undergoing follow-up. The current patient status was unknown.

Manufacturer narrative:
Corrected information provided in section b.5 and h.6 additional information was provided in section h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to have no problem. The system messages were acknowledged by the surgeon and the procedure proceeded each time. These would indicate there was an issue where an abnormal overflow of fluid was being detected in the fluidics management system. However, as to exact cause remains inconclusive with the log files. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The patient completely lost the eye.